Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that his blood glucose level was 582 mg/dl. It appeared that the insulin pump did not have insulin in the reservoir. The customer received pump error 4 and pump error 15 alarms. The self-test passed. The customer was advised that the device would be replaced and agreed to return the product for analysis.